Manufacturer narrative:
(B)(4) weight loss, (B)(4).

Event description:
It was initially reported the pt experienced nausea, vomiting and weight loss that occurred every third week of the month. The symptoms began in (B)(6) 2008, approximately one month later, the pt "spent 5 days in the hospital in a diabetic coma." The pt was scheduled for pump replacement surgery (reason for replacement not reported), but the pt had an infection; therefore the surgery was not done. It was later reported there was an infection at the pump site. The pt experienced withdrawal (specific symptoms of withdrawal not reported). The pump and catheter were explanted in 2008 (specific date of explant not reported). Following explant surgery, the pt experienced csf (cerebrospinal fluid) leakage. As of 1/11/2011, the symptoms were "cleared." The pt visited 3 hospitals in 2 weeks (dates and reason for hospital visits not reported). Additional info has been requested from the hcp, but was not available as of the date of this report.